Manufacturer narrative:
Evaluated 1 open or used reservoir. Reservoir was partially returned. Customer returned empty barrel only. I was unable to verify leakage anomalies to reservoir. Stopper-plunger, plunger and set of o-rings and transfer guard not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. The leak was at the o-ring. Customer reported that there was insulin in the reservoir compartment but it got drained out. It was reported that the o rings were missing. The reservoir will be returned for analysis